Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked bubbles at the junction to the hub. The following information was provided by the initial reporter: "concern is that the 24g IV cath had bubbles leaking out where it met the hub after placement in patient when started to infuse the saline."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photographs of a 24g insyte autoguard catheter that was connected to a component with a threaded cap. A drop of water was present at the tip of the catheter. A larger drop of water was present at the nose of the yellow adapter. A red colored residue was observed on the catheter and the adapter. While the presence of fluid at the nose of the adapter was consistent with a leak, a leak in the catheter could not be confirmed without a physical sample or video to show the formation or spraying of fluid from the catheter. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked bubbles at the junction to the hub. The following information was provided by the initial reporter: "concern is that the 24g IV cath had bubbles leaking out where it met the hub after placement in patient when started to infuse the saline."